Manufacturer narrative:
This report is being filed under exemption (B)(4). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Upon the dchu investigation we were able to establish that when the event involving the device occurred, it did not fail to meet its specifications and was not used for treatment or diagnosis. Even though the event occurred during a demonstration of the device and has not been connected with a failure of the maxi air, we find this complaint to be reportable to the competent authorities due to the fact that our device has been involved. Review of all complaints showed that this situation is consider to be a single isolated event and was not related with any manufacturing anomalies. With all gathered information, we established the exact root cause for this failure, which was related with a wrong usage of the device and a wrong assessment of the used area. Regarding that fact, we would recommend the ssu to ensure that all persons, who are earmarked to perform this demonstration on persons, haves all required trainings and, if not, to provide a retraining in that area before such demonstrations take place.

Event description:
(B)(4).